Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) was moved axillary due to an infection. It was noted that the patient had the infection 2-3 years ago, but the details of the infection were unknown. The rep later noted that the doctor did not do an MRI for the patient, but did a myelogram instead. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.